Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, unknown/ not provided. Section d6b: if explanted, give date: not applicable, unknown/ not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was identified as defective. Additional information indicating that the haptic was broken and damaged during manufacturing. The issue was discovered when the lens was removed from the box on the back table. A new j&j lens was used to complete the procedure. There was no patient contact with iol. No further information is available.